Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. Unable to perform displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. Analysis was unable to verify over bolusing due to no button response. The insulin had cracked battery tube threads, reservoir tube lip, scratched lcd window, case and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 66 mg/dl. Troubleshooting was not performed. The device was returned for analysis.